Event description:
Pinch - mouth [mouth injury]. Pain - mouth [oral pain]. Swivel comes off - brush head. Product counterfeit. Case description: consumer reported via e-mail that the swivel comes off the brush head. No serious injury was reported.

Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pinch - mouth [mouth injury]. Pain - mouth [oral pain]. Swivel comes off - brush head [device breakage]. Case description: consumer reported via e-mail that the swivel comes off the brush head. No serious injury was reported.